Manufacturer narrative:
The reported symptom code (powers down) was not confirmed. An exterior visual inspection of the returned cycler shows no signs of physical damage. Voltage check: pass. Functional display test: fail. The inverter board transformer is shorted; burnt. Functional display test: pass. The inverter board was replaced with known good board. A post-accelerated stress test 15 min 1000 ml simulated treatment was performed and completed without any failures or problems. An internal inspection showed no signs of abnormalities. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical services that the liberty select shut down when trying to adjust the display ad will not turn back on. The patient was advised to cancel treatment and a replacement cycler was arranged. Follow up with the patient contact indicates that treatment was completed with continuous ambulatory peritoneal dialysis. There was no allegation of any complications as a result of the alleged event.